Event description:
It was reported that the patient turned the implantable neurostimulator system off at some unspecified time in 2004. This was done after it had been determined that a fistula was the cause of the patient's incontinence. The incontinence was, subsequently, resolved. It was suggested that the patient never needed the device system. The patient had seventeen (unspecified) surgeries performed in three years, and the bladder was "almost completely removed." The patient had a hysterectomy and, also, "half of the bladder" removed that resulted in "urine coming out the vagina rather then the urethra." It was further reported that the lead stimulated the sciatic and sacral nerves, and resulted in the patient being wheelchair-bound for "1.5 (sic), until the doctor performed a revision." At the time of this report, the patient experienced occasional pain caused by the neurostimulator. The patient felt "achy" over the area of the device when the temperature was cold, and intermittent sciatic pain when moving "in a certain way." The patient requested the removal of the device. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3966, lot # la8299, implanted: (B)(6) 2002, explanted: na; extension model 3095, lot # nah004439v, implanted: (B)(6) 2002, explanted: na.